Event description:
It was reported the patient received multiple shocks, in four episodes, due to noise. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event. Additionally, alleges the patient was injured due to the "defective" lead. It also alleges the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.